Event description:
It was reported that an asymptomatic non-dependent patient presented to the clinic after receiving alert on the patient notifier. Upon interrogation, implantable cardioverter defibrillator exhibited backup vvi operation. The device software was reloaded successfully. The patient was stable and will continue to be monitored.